Manufacturer narrative:
The patient's serum and plasma samples were received for investigation. The investigation was able to reproduce the troponin t hs and troponin I results for both samples. The customer's high troponin t hs results were confirmed using a cobas e801. The investigation is ongoing.

Event description:
The initial reporter received questionable troponin t hs elecsys results from several samples from the same patient tested on the cobas e 801 module. The reporter stated that they suspected an interference with the assay. The reporter stated that the patient was suspected to have immune-mediated myositis. A biochemical study showed that creatine phosphokinase (cpk) and troponin t were both elevated, suggesting a possible myositis-myasthenia-myocarditis syndrome. The reporter stated that the cpk concentration was normalizing (485 u/l on admission) however, the troponin t hs results fluctuated in a "sawtooth" pattern: on admission, the patient¿s troponin t hs result was 1430 ng/l on an unknown date, the patient¿s troponin t hs result was 2572 ng/l. On (B)(6) 2023 at 12:52 am, the patient¿s troponin t hs result was 507 pg/ml. On (B)(6) 2023 at 8:54 am, the patient¿s troponin t hs result was 2185 pg/ml. On (B)(6) 2023 at 9:04 am, the patient¿s troponin t hs result was 1526 pg/ml. On (B)(6) 2023 at 8:53 am, the patient¿s troponin t hs result on discharge was 1338 pg/ml. The reporter was asked by their oncology department for troponin I determination as they suspected myocarditis (troponin levels). The patient¿s sample was sent out to another laboratory that uses a siemens analyzer. The troponin I result from the siemens analyzer was 18.6 ng/l. The patient¿s troponin t hs result from the module was 2185 pg/ml. The reporter stated that they collected new samples (serum and plasma) from the patient to elucidate the observed interference. The following results were obtained: the troponin t hs result of the serum sample from the module was 1519 ng/l. The troponin t hs result of the plasma sample from the module was 1444 ng/l. The troponin I hs result of the serum sample from the abbott alinity was 15 ng/l. The troponin I hs result of the plasma sample from the abbott alinity was 14.2 ng/l. The reporter also performed a serial dilution: the troponin t hs result with the patient sample in 1:2 dilution was 1688 ng/l. The troponin t hs result with the patient sample in 1:4 dilution was 2028 ng/l. The troponin t hs result with the patient sample in 1:8 dilution was 2144 ng/l. The troponin t hs result with the patient sample in 1:16 dilution was 2480 ng/l the reporter added polyethylene glycol (peg-6000) to the patient's plasma sample and a recovery of 108.6% was obtained. The reporter performed a heterophile antibody test and a recovery of 84.3% in the patient's plasma sample and a recovery of 105.4% in the patient's serum sample was obtained.

Manufacturer narrative:
The investigation tested the patient sample using size exclusion chromatography (sec). The investigation determined that there is no evidence that the elevated troponin t result was caused by an interference factor. The investigation confirmed that all of the customer's results were correct. The investigation excluded a general reagent issue. The investigation did not identify a product problem.